Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "low" on the continuous glucose monitor. Reportedly, an unnecessary bolus of 20 units was administered and resulted in the low bg. Customer stated that a bolus was not delivered however review of the pump data confirmed that a 20 unit bolus was delivered. Reportedly, customer consumed glucose tablets to address bg.